Manufacturer narrative:
Trackwise#: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : not returned.

Event description:
Hospital reported t.w. Power supply s/n (B)(6) is not working. Not powering on. Used another vh-3010 hp generator to complete case. No delays reported. No patient effects.